Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The physician was treating a 90% stenosed, de-novo lesion located in the calcified and moderately tortuous arteriovenous fistula shunt. Vascular access was obtained through the antebrachium. This 6.0x40/40 (4f) sterling balloon catheter was used to dilate the lesion. The balloon ruptured on the first inflation at 12atms. The device was removed from the patient intact. The procedure was completed with another sterling balloon catheter. There were no reported patient complications. The patient status is listed as "good".

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis with blood present in the balloon and distal outer. Microscopic inspection identified the balloon was torn approximately 2.5 centimeters proximally from the distal end of the tip. A thorough inspection of the remainder of the device revealed no other damage or irregularities. The device presented no evidence of any material or manufacturing deficiencies that could have contributed to the reported event or the confirmed damage to the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
The physician was treating a 90% stenosed, de-novo lesion located in the calcified and moderately tortuous arteriovenous fistula shunt. Vascular access was obtained through the antebrachium. This 6.0x40/40 (4f) sterling balloon catheter was used to dilate the lesion. The balloon ruptured on the first inflation at 12atms. The device was removed from the patient intact. The procedure was completed with another sterling balloon catheter. There were no reported patient complications. The patient status is listed as "good".